Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece h11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in greece it was reported that patient faced infusion set cannula/needle break event on (B)(6) 2025. Fracture occurred at the time of insertion. The infusion set was in use for some minutes. Insertion site was belly. No further information was available.